Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire became stuck in the lead at one point, very difficult to remove wire. The lead and wire were removed and replaced with another lead and wire. No patient complications have been reported as a result of this event.